Event description:
Discordant advia centaur xp vitamin b12 results were obtained when the customer ran two types of sample tubes on three patients. The customer's computer system overwrote the first sample tube result and posted the second sample tube as a repeat result. The physician questioned why the final result that was noted as a repeat result. There was no known report of patient treatment being altered or adverse health consequences due discordant vitamin b12 assay results.

Manufacturer narrative:
The cause for the discordant advia centaur xp vitamin b12 results may be attributed to user specimen collection, sample handling and preparation. There were no system errors or instrument malfunctions noted at the time of the discordant results and the assay quality control results were within the acceptable range. The customer was unable to determine the types of sample tubes run and noted that they were received in plastic bags and not kept upright after they were centrifuged and received from the draw site. The instructions for use (IFU) limitation section states the following: "preservatives, such as fluoride and ascorbic acid interfere with the advia centaur vb12 assay. Excessive exposure to light may alter vitamin b12 values." The instructions for use (IFU) specimen collection and handling section states the following: "serum, heparinized plasma, or edta plasma are the recommended sample types for this assay. The following recommendations for handling and storing blood samples are furnished by the clinical and laboratory standards institute (clsi, formerly nccls): collect all blood samples observing universal precautions for venipuncture. Allow samples to clot adequately before centrifugation. Keep tubes stoppered and upright at all times. Do not use samples that have been stored at room temperature for longer than 8 hours. Tightly cap and refrigerate specimens at 2 to 8 degrees c if the assay is not completed within 8 hours. Freeze samples at or below -20 degrees c if the sample is not assayed within 48 hours. Freeze samples only once and mix thoroughly after thawing. Before placing samples on the system, ensure that samples have the following characteristics: samples are free of fibrin or other particulate matter. Samples are free of bubbles." The instrument is performing within specifications. No further evaluation of the device is required.